Event description:
It was reported that the patient was dropped / fell to the ground when the power load system on the ambulance apparently malfunctioned and the gurney legs did not go up. The patient was undergoing CPR when the event occurred. Additional information was not provided.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the trolley arms would raise slightly but not enough to allow the cot legs to raise for transport due to a damaged rod end assembly.

Event description:
It was reported that the patient was dropped / fell to the ground when the power load system on the ambulance apparently malfunctioned and the gurney legs did not go up. The patient was undergoing CPR when the event occurred. Additional information was not provided.